Manufacturer narrative:
Na

Event description:
It was reported that right after the implant procedure the bipolar ventricular impedance measured greater than 2000 ohms. There was no capture or sensing in bipolar. Unipolar impedance, sensing and capture values were normal. As the patient was elderly, and not pacemaker dependent, the physician decided not to reopend the pocket. Ventricular polarity was programmed to the unipolar configuration and the patient would be monitored.